Event description:
A peritoneal dialysis patient reported that she was in set up and noticed that solution was leaking out of the patient line. She said no solution got on the actual cycler. There is no report of patient ill effect. No sample is available for evaluation.